Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use on the patient, the staff experienced a persistent helium loss alarm. As a result, the pump was swapped out for another. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). See MDR #3010532612-2018-00324 and tc #1900063174 for related complaint. The reported complaint of alarm, helium loss is confirmed. Teleflex received a pump recorder strip with a helium loss alarm noted. The associated complaint regarding the iab used during procedure was returned with a broken central lumen, which would trigger a helium loss alarm. Although, the root cause of the complaint is undetermined a potential cause is the broken central lumen on the iab used during the procedure. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use on the patient, the staff experienced a persistent helium loss alarm. As a result, the pump was swapped out for another. There was no report of patient complication or serious injury and death.